Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation; however after disassembling the device to determine root cause, the customer's report was no longer seen. Visual inspection of the device did not yield any findings. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "internal comm failure - 1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.